Event description:
It was reported that the patient has expired after an implant duration of .43 months, due to bowel ischemia/sepsis. Information learned from the operative report. It was additionally reported that a second device, model #4600, was implanted. Refer to MFR # 6000002-2008-09518.

Manufacturer narrative:
Bowel ischemia/sepsis. Device not returned.